Event description:
During surgical procedure, during handling of suture with needle attached, the needle "popped off" of the suture and could not be found in the drapes, on the floor or the surrounding area. The needle was not lost or found in the patient.